Event description:
It was reported during a sinus procedure, a bur head broke off in the patient's sinus cavity requiring approximately 5 additional minutes to remove the fragment. No patient injury or sequelae was reported. No additional follow-up care as a result of this event was reported.

Manufacturer narrative:
The m4 microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.